Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove was an outcome of procedural circumstance/user technique and poor visualization. The reported unintended movement was an outcome of difficulty removing the device, which resulted in tension on the device, due to anatomy interaction. The reported poor image resolution appears to be, due to procedural circumstances as visualization was challenging. The reported unspecified tissue damage was, due to difficulty removing the device, due to anatomical interaction and pericardial effusion was an outcome of procedural circumstance. The reported patient effects of pericardial effusion and unspecified tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication, of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the cds and pericardial effusion requiring surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2+. Imaging was difficult however the clip delivery system (cds) was advanced and became caught in the chordae under a flap. The clip was not freely controllable; there was a movement of the clip, because there was tension. The cds was able to be retracted to the atrium to realign the cds. When trying to advance through the valve, it was noted the clip was still caught in the chords and was being pushed anteriorly. Difficulty was met removing the cds due to the entanglement however the cds was able to be removed successfully. It was then noted the patient had a pericardial tamponade; pericardiocentesis and surgical intervention was performed. The procedure was aborted with the mr remaining at 2+. During the surgical intervention, it was noted the anterior leaflet was damaged. The patient required further hospitalization. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.